Event description:
The complainant reported that the impella connect showed placement signal unreliable alarm with intermittently appropriate waveforms. Soon after, the alarm resolved and waveforms appeared appropriate.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: during the complaint case, while running cp pump 535622, there were numerous optical signal issues in the imc logs. The lt logs showed low signal-to-noise ratio (snr) throughout the case and intermittent low placement signal further confirmed by the rt logs which would have triggered the reported unreliable placement signal. Device analysis: the failure mode was confirmed as snr was 1405 with a test cavity root cause: the cause of the unreliable placement signal was a defective optical bench with low snr. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.